Manufacturer narrative:
H6: the device was returned for investigation and found not to be in the condition as described in the event description. Upon inspection, the glenosphere locking screw moved freely in the glenosphere capture plate. The glenosphere was then assembled to a perform reversed baseplate. The screw was inserted in the baseplate and engaged as intended. The glenosphere screw was able to exit and re-enter the baseplate freely during functional testing.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. The screw of the glenosphere was jammed and the surgeon was not able to advance it and place it into the baseplate. By trying to advance the screw a piece broke (pictures attached). Surgeon had to proceed with a smaller size glenosphere.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. The screw of the glenosphere was jammed and the surgeon was not able to advance it and place it into the baseplate. By trying to advance the screw a piece broke (pictures attached). Surgeon had to proceed with a smaller size glenosphere.